Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device activity log did not show evidence of a shut down. Loose hardware was found inside the device and could have contributed to the report. However, root cause could not be firmly established. The monitor board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device inappropriately shut down. The batteries were replaced and the device would not power up. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.